Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, but the customer was unable to perform the reset immediately due to not having charging supplies. The customer planned to reset the pump at home and was advised to contact technical support if further issues occurred.